Event description:
Patient was revised to address hip pain secondary to acetabular loosening. **update** (B)(6) 2011 - litigation papers allege that sometime after (B)(6) 2007 patient learned that she had high concentration of various metallic elements in her blood. Part numbers identified. Doi identified: (B)(6) 2007. Femoral head added to complaint. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was moderate corrosion at the taper. The femoral stem and sleeve were added to the complaint. **update** (B)(6) 2012- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The proximal sleeve is now being added to the complaint. The complaint and associated mdrs were updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any and evidence of product contribution for the s-rom*sleeve prx ztt (product code 550526, lot number 1028664). The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.